Event description:
Discordant (B)(6) results were obtained on an advia centaur xp instrument. The initial results were reported to the physician. The physician questioned the results. The samples were re-tested and the corrected (B)(6) results were reported. There was no report of adverse health consequences or known patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. After analyzing the instrument and instrument data, the fse determined that the wash 1 lines were dry. The fse primed the lines, verified integrity, then ran calibrations. The cause of the multiple discordant (B)(6) results was depletion of wash 1 bottle, without alerting the operator. Additional information: an urgent medical device correction (umdc), umdc 10813926 - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in (B)(6) 2012. The instrument is performing within specifications. No further evaluation of the device is required.